Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external device. It was reported by the patient that they were having a hard time with the device that goes on top of the pump for a long time, about 6 months (communicator). Patient said they could not get it to register at all since yesterday. Agent asked what information they get on the screen when she was trying to connect to the implant and patient said it just says connecting for like half an hour and then they had to turn back on the communicator and try to connect again and it said cannot connect. Patient stated they get stuck at 79-91% sometimes. Patient stated they get 6 bolus in a day but they do not take them all. Patient service reviewed to close out all apps after using the device. Patient was able to connect and see her bolus information. Patient reported seeing bolus unavailable, dose restriction interval was active, and lock out and service code 353 (exit application). The troubleshooting steps that were taken on the call resolved the issue. 2025-06-18 lfc (hcp): additional information was received from the healthcare provider (hcp) reporting that there was no troubleshooting documented. The hcp had the personal therapy manager moved to simple continuous. The cause of the issues with connectivity was unknown. Pump logs indicate very few rejected bolus requests. The patient used 2 boluses/day on average.